Event description:
Pt was implanted in 2007 with a lamitrode lead. It was reported the surgeon explanted that lead later the same afternoon, to do an MRI and now the pt is paralyzed. Ans attempted to obtain add'l info regarding the lead removal, but has not received further details. The hospital has discarded the explanted lead and it is not available for analysis. Follow-up on the pt found that he is at a rehabilitation hospital and still has some paralysis.

Manufacturer narrative:
Method: device history record including the sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. MFR has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. MFR defers to the pt's physician regarding medical history.